Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager contacted zoll customer support on (B)(6) 2014 to report that a (B)(6) year old female patient was treated. The patient was in the restroom at a (B)(6) center at the time of the event. The nursing staff was with the patient when the device alarmed and it was reported that the nurses pressed the response buttons. After review of the downloaded data, the patient received an inappropriate treatment at 10:09:10 on (B)(6) 2014. The rhythm at the time of the treatment was sinus tachycardia at 105 bpm with tall t waves. Multiple counting contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was taken to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital for further evaluation. Device evaluation of monitor sn (B)(4) and electrode belt sn: (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Sn: (B)(4) - initial use. Electrode belt: sn: (B)(4): 05/04/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commericla inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.